Manufacturer narrative:
Eval confirmed a blood spill within the machine causing it not to pour up. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine will not power up. No injury or reaction was reported.